Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The seat was cracked on both sides of the commode opening. The underlying cause could not be determined after reviewing the documentation in this investigation. There was an injury alleged with this complaint. The injury was reported as a bruised leg. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The seat allegedly cracked on the side and pinched the consumer's leg. End user sustained a bruised leg.